Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after experiencing syncope after what was suspected to be an episode of ventricular tachycardia (vt). A remote transmission was sent that did not show any evidence of vt so the emergency room physician suspected a device malfunction. The ipg remains in use. No patient complications have been reported as a result of this event.